Event description:
It was reported that this pacemaker was found to be operating in safety mode. An explant surgery was planned once the patient recovered from an unrelated infection. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. An explant surgery was planned once the patient recovered from an unrelated infection. No adverse patient effects were reported. This pacemaker remains in service.